Event description:
This pt was admitted with an acute myocardial infarction. The pt had a 3.0x28mm stent placed. The date of the procedure and any additional procedural data is unk. The target lesion is assumed to be the proximal right coronary artery (prca) based on follow up report. The pt returns for follow up on an unk date and coronary angiography reveals a displacement type fracture in the stent placed in the prca. There was no restenosis and no intervention was required.